Event description:
It was reported that the patient presented in backup vvi. Due to low battery status further troubleshooting could not be performed. The device was explanted and replaced due to normal elective replacement indicator (eri).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.